Event description:
It was reported that the customer lost the insulin pump's battery cap while in the hospital. The cause of the hospitalization is not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.